Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: "hi" mg/dl, 312 mg/dl, 211 mg/dl, 286 mg/dl, and 247 mg/dl. The "hi" mg/dl result on the system indicates a result in excess of 600 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.